Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower scan result on the adc device compared to an unspecified reading obtained on the adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced symptoms such as "could barely stand, had trouble seeing and hearing", loss of consciousness. The customer was able to regain consciousness and self-treated with sweets, glucose tablets, and chocolate. Subsequently, the customer had contact with a healthcare professional who obtained a 380 mg/dl glucose test and administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 136 mg/dl, 124 mg/dl, 135 mg/dl, 58 mg/dl was compared to a blood glucose test performed on the adc meter with a result of 278 mg/dl, 252 mg/dl, 242 mg/dl, 340 mg/dl, which when the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device was 9 days. However, it is unknown when these readings were obtained in relation to the reported medical event.